Event description:
Pt received numerous shocks while working around the house and noticed it more with upper body movement. Pt "laid low" over the weekend and got up on monday. While taking a shower pt received another shock. Went into the cardiovascular office and after testing noticed a great deal of oversensing of myopotentials (which then thought was an insulation fracture of the defibrillator lead). Explanted the defibrillator and the lead which showed no specific structural integrity problem with the lead so all was removed and a new one was implanted. Pt is doing fine.